Event description:
Hp was diagnosed with peritonitis in 2005 and hospitalized for 8 days. Hp's symptoms were nausea, vomiting, abdominal pain and cloudy effluent. The hp was treated with vancomycin 12 days later (ip, 1.5g first day, 500 mg every other day), gentamycin for 13 days ip 240mg first day, 80 mg every other day, and levaquin for 7 days later (orally, 500mg per day). The hp recovered from this peritonitis episode based on the hp's doctor's report but is now back on hd. The healthcare professional suspected root cause of the peritonitis is unknown.